Event description:
It was reported that an ilet pump screen was cracked and the upper-left portion of the touchscreen was unresponsive, limiting interaction to notifications; the pump had been paused for a shower and a replacement was arranged. Symptoms included no adverse clinical effects, and the patient-reported glucose was 84 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with the patient, education on shutting down the device, data sync guidance, and facilitation of device replacement and return. Investigation of this case revealed physical damage to the display/touchscreen consistent with a broken screen that impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s display component unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.